Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while they were trying to download the data from the recorder, it showed an "external exception eefface" on the computer. There was no harm to the patient and the patient was prepped for the procedure and was put under anesthesia, no intervention was required, and a repeat procedure was performed. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. No lubrication was used to facilitate placement of the capsule and the delivery system and the capsule will not be returned for investigation, only the recorder will be returned for investigation. The recorder worked correctly during the previous procedure and a repeat procedure is necessary.